Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was deflated so an emergency tracheostomy change was performed. It was reported that the defective product is unavailable.